Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. A patient experienced sensory impairments was reported to abbott. It was determined the patient was unable to swim when the dbs system was turned on. The coordination between arms, legs and their body was not sufficient and this affected their ability to swim. Out of the water with the dbs system on they could move their arms and legs in a swimming motion. When the dbs system was turned off they could swim but their symptoms returned making it challenging. The neurologist performed remote programming and was able to improve the therapy, so they were able to swim well again. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient was unable to swim with the dbs system turned on. Reportedly, patient was unable to coordinate between arms, legs, and the body, thus preventing the ability to effectively swim. Patient regained motor skills and coordination with reprogramming when patient was out of the water.